Manufacturer narrative:
(B)(4). Crawford et al. "Results of a modular revision system in total knee arthroplasty" journal title. Reference journal article attached. The journal of arthroplasty, xxx (2017) 1-7. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Concomitant devices ¿ unknown vanguard tibial tray, catalog #: ni, lot #: ni; unknown vanguard augment, catalog #: ni, lot #: ni; unknown vanguard stem, catalog #: ni, lot #: ni; unknown vanguard polyethylene bearing, catalog #: ni, lot #: ni; unknown vanguard femoral component, catalog #: ni, lot #: ni. Initial reporter - the article was written by david a. Crawford, md, keith r. Berend, md, michael j. Morris, md, joanne b. Adams, bfa, adolph v. Lombardi jr., md, facs. H3 - the complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. This report is number 1 of 4 mdrs filed for the same patient (reference 0001825034-2017-03896 / 03899 / 03900).

Event description:
It was reported in a journal article that the patient underwent a left knee revision procedure approximately 1.8 years post implantation due to aseptic loosening. No further information is available.